Event description:
During follow up of an unrelated issue the care giver reported the home patient was hospitalized for peritonitis and pneumonia. She could not provide any further information regarding the incident or status of the home patient. Additional follow up information received from the nurse at the dialysis clinic on (B)(4) 2012. The patient has been performing automated peritoneal dialysis since 2008. It was reported the patient has been having increasing problems with nausea and vomiting. The patient developed severe abdominal pain and was seen in the emergency department for further evaluation, diagnosed, and was hospitalized for a possible peritonitis and pneumonia on (B)(6) 2012 and discharged on (B)(6) 2012. During hospitalization, a milky appearing peritoneal fluid sample was obtained and sent to the lab. The peritoneal dialysis catheter was removed on thursday (B)(6) 2012 and the patient transitioned to hemodialysis. It was reported the last peritoneal dialysis treatment was performed on tuesday (B)(6) 2012. The cause of the peritonitis was not reported. No further information was provided.

Manufacturer narrative:
(B)(4). This is report 2 of 2. A sample is not available. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Batch review results were acceptable for the potentially associated lot number h11i15014 and h11j05089. The reported problem was not confirmed. The assignable cause was not determined.